Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was not displaying tidal volumes. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, and the patient was moved to another device for procedure. There was no reported impact to the patient. The biomedical engineer (bme) called technical support to report that the device was not displaying tidal volumes. The remote service engineer (rse) advised the bme to use the test lung and not the bilevel positive airway pressure (bipap) test adapter for testing. The bme troubleshot the device with the rse and found that the device failed the volumes test. A replacement gas delivery system (gds) was ordered for repair. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available. H11: d4 - product UDI #.